Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that "received the item but these sharp containers did not come with any lids" could not be verified due to the product not being returned for failure investigation. Based on the information provided, the device history record review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer such as lot number or pictures of the original packaging in order to determine the root cause of this issue. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown.

Event description:
It was reported that an unspecified number of bd¿ phlebotomy sharps containers with needle ports were received without lids. The following information was provided by the initial reporter: "we received an email from cx that they received the item but these sharp containers did not come with any lids."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd¿ phlebotomy sharps containers with needle ports were received without lids. The following information was provided by the initial reporter: "we received an email from cx that they received the item but these sharp containers did not come with any lids.".